Event description:
It was reported that a patient who was recently implanted now has high lead impedance. High impedance was seen on a follow-up appointment. It was noted that the patient has not had any trauma recently, but the patient did have a stroke a long time ago and stretches his left arm periodically. It was also confirmed that the patient did feel stimulation when the device was initially turned on. Patient was turned on to .25 ma and then up to .5 ma and can feel the stimulation. The device is still programmed on. On (B)(6) 2017 when the diagnostic tests were performed, the patient did not change body position. No maneuvering was done or anything differently was performed for the diagnostic tests. The impedance again on (B)(6) 2017 was 5506 ohms but it was indicated that the patient is seizure free since the implant and the physician is happy with the therapy right now. No additional or relevant information has been received to date.

Event description:
The design history record was reviewed for the lead and showed that the device passed all specifications prior to distribution into the field. No additional or relevant information has been received to date.

Event description:
Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician¿s manual, high lead impedance (#62;/=5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. Existing recommendations, as described in the physician¿s manual, should still be followed. Additional investigation is underway. Device history record review was performed on the generator. The generator passed all specifications prior to distribution into the field.

Manufacturer narrative:
Relevant tests/laboratory data, including dates; corrected data; supplemental MDR #2 inadvertently omitted data known prior to submission. Voluntary medical device correction (remedial action) was initiated by the manufacturer on (B)(6) 2018 via physician notification letter.

Manufacturer narrative:
(B)(4).